Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es main drawer had latch and cubie issue, and cubies were not reading correctly in the storage configuration, but all cubies were present. The customer reported that the malfunction occurred when the user was trying to issue the medication to the patient and the user was able to remove the medication from another station or pharmacy. There was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that drawers 3.1 and 3.2 on the main station were experiencing issues. A field service engineer performed troubleshooting steps to resolve the problem. The retractor band connection was reset, and the control board was also reset. After these actions, the station became fully functional. The customer tested the drawers for functionality, and all tests passed. The customer was able to successfully recover storage space and restock inventory in both drawers. The system functioned as intended after the field service engineer repaired the device.